Manufacturer narrative:
Sections with additional information as of 22-dec-2020. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique at follow-up call, the customer was currently in the hospital. Customer went to the hospital on (B)(6) 2020. Friend stated that after the initial call the customer had blanked out during a conversation. Friend stated that customer's daughter arrived and that customer could not remember the conversation they just had. Friend stated that customer's daughter had taken her to the hospital. Friend stated that she does not know any details regarding the customers status and that customer's daughter has not updated her about the customer's condition. Unable to contact the customer at additional follow-up call.

Event description:
Consumer reported complaint for e-3 error. Friend is calling on behalf of the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2021 and open vial date is (B)(6) 2020. During the call, a blood test was performed by the customer fasting and produced test result of 307 mg/dl using truemetrix air meter. The customer was satisfied with the result and stated it was accurate. At the time of the call the customer reported having a headache; medical attention was not needed at the time.